Event description:
It was reported that customer experienced persistent minimum fill notifications and could not successfully load cartridge onto pump despite multiple attempts. Customer¿s blood glucose was not provided. Customer attempted correction bolus via pump and then switched to multiple daily injections for insulin therapy, while technical support guided customer through cleaning pump, reloading same cartridge, and loading new cartridges without success, escalated troubleshooting to management, and ultimately arranged in-warranty pump replacement with instructions for storage mode, reprogramming settings, reconnecting continuous glucose monitor, and returning malfunctioning pump using pre-paid label.